Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of 17.5 mg of haloperidol of 210 mg of metoclopramide in a diluent. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 238 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit but flow was not readily observed at the distal luer despite an attempt of forced prime. Microscopic examination determined the root cause to be excess micro air bubbles in the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Correction: a sample was available for evaluation.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.